Manufacturer narrative:
The patient complained of moderate swelling and possible infection. As part of the informed consent process, the patient signed off on various risks and complications one-by-one. The relevant risks signed off by the patient include infection of silicone block or infection of incision and swelling. Surgeon followed-up with patient on day of surgery, on (B)(6) 2021, (B)(6) 2021, and (B)(6) 2021. Patient did not respond despite post-operative instructions. The patient did follow-up on (B)(6) 2021 with photos. On (B)(6) 2021, the patient called to complain of mild-moderate swelling and possible infection. The patient had an in-office exam which showed no indication of infection. Patient has had consistent follow-ups since, with no swelling or potential infection was mentioned in any follow-ups after the initial complaint. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, which was reviewed as part of the 510(k) process, infection is listed as an anticipated adverse event. The instructions for use (IFU) also identify infection as a potential adverse event, which is communicated to the patient prior to implantation. The date of the reported complaint is less than 1 week from date of operation. Swelling is a common and anticipated side effect of any surgical procedure, especially close to surgical date when healing and recovery is still ongoing. The post-operative handbook that was given to the patient states, "you may experience some swelling and/or bruising of the penile shaft, scrotum, and lower abdomen for approximately one to two weeks after the procedure."

Event description:
Patient complained of moderate swelling and possible infection.